Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was to receive his scs system, including a percutaneous lead, on (B)(6) 2011. The patient was placed under general anesthesia for the procedure. The patient awoke from anesthesia immediately after the first lead was implanted. As the patient began moving around upon waking, the clinicians held him down until the epidural needle and lead were removed. The lead was explanted and discarded by the facility. The surgery was aborted. It is currently not known if the patient will be implanted at a later date. Follow up found no further issues reported.